Manufacturer narrative:
Pump was received with a cracked battery tube threads and a cracked case-corner of belt clip rails near the battery tube compartment. Pump was also received with a blank display with vibrate alert. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat due to a blank display with vibrate alert. Unable to download history files and traces using thump due to a blank display with vibrate alert. Unable to upload pump to carelink due to a blank display with vibrate alert. Pump was cut open to perform visual inspection and found corrosion on the pcba 1 and pcba 2. Corrosion was also found on the battery tube assembly noted. No corrosion or moisture damage found on the force sensor, motor and vibrator assembly noted. The original pcba 2 was installed and swapped out with a working test pcba 1, case, internal battery and motor. Powered the pump on using the battery simulator and a blank display noted. The original pcba 1 was installed and swapped out with a working test pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and a blank display with vibrate alert noted. A blank display with vibrate alert was confirmed due to corrosion on the pcba 1 and pcba 2. The pump was received with the original battery cap. No cracked/damaged battery cap noted during visual inspection. The pump was received without a battery installed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case and a serial number label fading. Cosmetic damage was confirmed at the case of the pump during analysis. Unable to verify customer alleged for high bgs. Unable to perform the required testing, upload pump to carelink, download history files and traces using thump due to a blank display with vibrate alert. A blank display with vibrate alert was confirmed due to corrosion on the pcba 1 and pcba 2. Corrosion was also found on the battery tube assembly noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced harm with no reported allegation of a device malfunction, damage (physical or cosmetic), blank display, and an audio/vibrate anomaly/absence of alarm. The customer reported a blood glucose value of 258 mg/dl. The customer reported hyperglycemia treated with IV insulin drip (intravenous insulin infusion) and ems/ambulance/ER visit. Customer reported that the cause of the hyperglycemia incidence was the customer getting into a car accident, and there was a constant vibration, even after shifting the location from the scene of the accident, the insulin pump was constantly beeping. The event involved product(s) mmt-332a, mmt-1880l, and mmt-397a. Troubleshooting was performed, and the customer was using the insulin pump system within 48 hours of the reported event. The customer was not using the auto mode/smartguard feature at the time of the event. The customer reported an audio/vibrate anomaly. The pump was currently vibrating/beeping. The customer reported a blank display. Battery cap contacts and battery compartment and/or springs were not damaged. The display did not return after inserting a new battery. The customer declined to continue with further troubleshooting. No further complications were reported. No product return is required for mmt-332a. Mmt-1880l was requested and the customer response was the device would be returned. No product return is required for mmt-397a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.